Event description:
Procedure type: hemicolectomy. According to the reporter: on first clipping, the jaws would not open on tissue. It was converted to open surgery. The fallen clips could be retrieved. There was no bleeding. Nothing fell into the pt cavity. There was no tissue damage, o.r. Time was not extended more than 30mins. There is no other pt info available.